Event description:
Caller states the patient tested 4.0 inr on the coaguchek xs system twice and 2.1 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however the products are not available for return; replacement was sent.